Event description:
It was reported that a physician attempted to use an xceed stent in an unk location. Reportedly, as the stent was back loaded on the guide wire, the stent prematurely deployed outside of the pt's body. A second stent was successfully used to complete the procedure. There were no pt effects. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info. (B)(4).